Manufacturer narrative:
The device was manufactured august 4, 2020 - august 5, 2020. One actual sample was received for evaluation. The sample was returned containing no residual drug fluid in the bladder. Visual inspection on the returned sample via the naked eye showed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed and the results were within the product specification range. The device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) underinfused during a patient infusion. The device had been filled with flucloxacillin, 8g and citrate buffer in 230 ml 0.9% sodium chloride. After the 23 hour infusion was completed, there was approximately 20% residue remaining in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.